Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units displayed coiled cable strain relief is broken. There was no patient involvement.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had coiled cable to monitor clip broken. A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing p-clip. The fse then performed functional and safety check as per factory specifications. Iabp unit was returned to the customer and cleared for clinical use. The patient involvement is unknown.

Event description:
N/a.